Event description:
It was reported, screw inserters allowed for screw wobble and helped cause it to break out the l1 right peidcle wall.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Visual and functional examination of the returned instruments did not confirm the reported event. The instruments functioned as the design intended. Although the screw has a slight angulation when attached to the inserter, testing of the inserter and screw in polyurethane foam revealed no enlargement of the screw hole. Instead, it was noted, as the screw was being advanced, it was the handle itself that "wobbled" slightly while the thread was secured within the walls of the polyurethane foam. This would suggest that a similar occurrence would be expected when the screw is inserted in human cancellous bone. There have been no reported complaints due to handle wobbling while inserting the screw. The probable underlying root cause for the "screw to break the right pedicle wall" is user error. According to the literature, the exact location of a screw in a pedicle is difficult to determine; in experiments on cadavers, there was a high rate of failure in identifying the position on radiographs and a high rate of penetration of the canal due to the metal artifact on computed tomography scans; gertzbein and robbins found that (B)(4) of (B)(4) screws penetrated the canal by more than two millimeters. According to lonstein et all, multiple radiographs are necessary to "adequately assess the position of the screws." (B)(4). The manufacturing records were reviewed and there were no dimensional, functional or material anomalies found in the documentation. There is no indication that the device was not manufactured according to the specifications.